Event description:
During the inspection of the ventilator it was discovered that pre-use check failed. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the o2 cell/sensor test failed during pre-use check and o2 gas module was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Evaluation of provided device's logs confirmed reported issue. Our conclusion is that the replaced part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).